Manufacturer narrative:
The device was returned. The reported difficult to remove and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). The sleeve steering issue was not confirmed via returned device testing. The lock lever was observed to be broken. And the release pin was missing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product quality issue. The investigation determined that the cause for reported sleeve steering issue resulting in difficult to remove could not be determined. The poor image resolution appears to be related to patient¿s challenging anatomy. The break in the lock lever and material separation (missing release pin) were identified as potential product issues. The issues are being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The reported difficult to remove and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). The sleeve steering issue was not confirmed via returned device testing. Lock lever was observed to be broken.however, the release pin was missing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the cause for reported sleeve steering issue resulting in difficult to remove and observed break in lock lever could not be determined. Lastly, the reported material separation (release pin) issue appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number: e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are being filed under separate medwatch report numbers.

Event description:
This is being filed to report the device moving in an unintended direction. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issue. A second clip delivery system (cds) was advanced however will applying m knob, the clip appeared to be trapped in some structure that appeared to be at the entrance to the upper left pulmonary vein. The cds was removed without issue however it was noted that while applying m, the clip was pointing posterior and up instead of traveling towards the mitral valve. The cds was retracted back to the steerable guide catheter (sgc) when the release pin fell out of the delivery catheter (dc) handle. The cds was removed successfully. The third cds was advanced however the same issue occurred, when applying m knob, the clip moved posterior and up. The cds was removed however became trapped in the clip introducer, causing damage. The sgc was replaced as a precaution. A new sgc was inserted and the fourth cds was advanced and again, when applying m, the clip moved posterior and up. Troubleshooting was performed and the cds was able to advance to the valve. The clip was implanted, reducing mr to 1+. It was noted that there was some difficulty visualizing the clips during the procedure due to the patient anatomy and dilated atrium. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.